Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-23217 - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula was kinked event on (B)(6) 2022. The infusion set was in use for 1-2 days for all events. The insertion site was abdomen and thighs. The glucose level was between 400-600 mg/dl and the patient was treated with correction injection via pump and multiple daily injection (mdi) for all events. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.